Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move while drawing up insulin from a pen. This occurred once each in lots 2164513 and an unspecified lot. The following information was provided by the initial reporter: "consumer reported finding the plunger drags when drawing insulin into syringe from a pen not insulin vial. Plus he works/moves the plunger back and forth 10-12 times before drawing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164513, medical device expiration date: 30 jun 2027, device manufacture date: 13-jun-2022 and medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2164513. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move while drawing up insulin from a pen. This occurred once each in lots 2164513 and an unspecified lot. The following information was provided by the initial reporter: "consumer reported finding the plunger drags when drawing insulin into syringe from a pen not insulin vial. Plus he works/moves the plunger back and fourth 10 - 12 times before drawing."